Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) experienced a vad disconnect alarm. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) experienced a vad pump stoppage alarm.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. The reported ¿vad stopped alarm¿ was confirmed through log file analysis, which revealed one (1) vad disconnect alarm on (B)(6) 2018 at 07:22:17. This alarm is indicative of a physical disconnection of the driveline from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. If information is provided in the future, a supplemental report will be issued.